Event description:
Healed in keloid. The first surgery, I did not heal with keloid. Belly button growing, itchy with pain. Told nothing could be done. I feel I might have been allergic to the mesh, stitch material? Have unexplained odor from urethra. Have seen the doctors on numerous occasions. Cramps etc does not work. However, when given an antibiotic all symptoms disappear as long as I take the antibiotic. No one can figure out what is wrong. Groin area aches. The surgery was for my bladder that had dropped. Surgery was at (B)(6). (B)(6) 2011.